Event description:
Unable to prepare for dialysis. Late in 2019 I had rapid deterioration of my kidneys and was told by my nephrologist to be evaluated for the creation of a fistula, which would be my best option for dialysis. After researching options, I became aware of the (B)(6) medical website and read about the ellipsys medical device and process, the good success rate, and found dr. (B)(6) in (B)(6), a doctor about three hours away that was certified by (B)(6) to perform the procedure. On (B)(6) 2020, I had a consultation at the offices of dr. (B)(6) at (B)(6) medical in (B)(6). I was told I was a candidate for the ellipsys vascular access system and they would confirm with my insurance for the procedure. On (B)(6) 2020, I had the procedure at (B)(6) hospital. On (B)(6), I had a follow up at his office where it was confirmed that the medical device procedure failed. On (B)(6), dr. (B)(6) performed a revascularization at (B)(6) hospital on (B)(6) and (B)(6), I had follow up visits at his office and was told it was maturing correctly on (B)(6), the thrill in my arm stopped and I called dr. (B)(6) on (B)(6), I had a visit to the (B)(6) hospital and they confirmed failure of the repair on (B)(6), dr. (B)(6) attempted another revascularization (this was a very difficult and painful procedure) on (B)(6), I had a visit to his office and they confirmed the effort to repair had failed after a period of no communication from the office, I was scheduled for an appt with the doctor on (B)(6), I had a visit to his office and was unable to meet with the doctor as he said he was unaware I had an appointment and he was on his way to the hospital. The tech in the office did another ultrasound to confirm failure and at that time, told me I wasn't a good candidate for the procedure due to small veins in both arms. This was the same tech that told me on (B)(6) that I was a good candidate. It was disappointing the doctor did not know I was going to be there, especially since it is a six hour round trip to see him and the office had confirmed the appointment with me by phone call the day before. Since (B)(6), I have tried numerous times to speak with the doctor for questions I had about where we go from here but have been unable to get a response. It is now (B)(6) and I have not heard from him since the broken office visit, despite my sending numerous texts to his personal cell phone (as he had requested) and contacting his office. I am filing an FDA adverse event over this because I feel like I have been part of an experiment when I had thought this was mature technology and that proper procedures existed to properly screen people for the procedure and offer follow up care to ensure success. I am especially concerned because I am in a situation where I could be in imminent need of dialysis and I don't know I need to pursue a repair to what was done to me or start over from scratch. I think the doctor is at a loss on how to proceed. According to dr. (B)(6) office, I have a completely clogged perforator vein from the procedure, which apparently can't be fixed. I endured three difficult procedures, that all involved hotel stays in the (B)(6) area, pain, and disruption for basically nothing. Despite having insurance, I have had a significant financial loss around this and a very difficult few months. I think this medical device needs additional work on their screening and support processes. FDA safety report ID #: (B)(4).